Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed.  A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that high impedance was noted on one of the patients leads. Impedance measurements revealed a high value on port d(1 contact) thru database analysis (db). The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction.

Event description:
A report was received that high impedance was noted on one of the patients leads. Impedance measurements revealed a high value on port d(1 contact) thru database analysis (db). The patient underwent a lead replacement procedure and was doing well postoperatively.